Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer ultimately reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.